Event description:
During an in clinic follow-up, loss of capture threshold and failure to sense were observed on the left ventricular (lv) lead. An x-ray was performed and dislodgement of the lv lead was confirmed. The suspected cause of the dislodgment was the patient anatomy. The lv lead was explanted and replaced to resolved the event. The patient was stable.